Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported feeling a vibratory notifier. Upon review, the right atrial lead exhibited increased lead impedance. No intervention was reported. The patient was stable.

Event description:
New information received noted the patient's right atrial lead impedance values returned to a normal state. No intervention was required. The patient was stable throughout.